Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient had a battery placed and it did not work. Troubleshooting could not be performed due to lack of access to the products. There were no further complications reported or anticipated.

Manufacturer narrative:
This supplemental information was previously reported in MDR 3004209178-2020-02991 and also applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2020-feb-13 from the consumer reported that the device was put in the hospital trash. It was confirmed that the reported battery that did not work was an implantable battery. The event started in 2018 when the patient had a fall. The device started pressing on their spine where the patient had implanted hardware. It was reported that it hurt all the time until it was removed. It was confirmed that the issues resolved with explant. It was reported that all were removed on (B)(6) 2019. The patient had other back problems and there did not want another implant performed. No further complications were reported.